Event description:
Unsolicited: pt reports pump issue {serial number and maintenance due date: unknown). He stated he completed his infusion but the pump was making noise and spring is not working properly. He requested to send a new pump with his current scheduled order. No missed dose{s), interruption to therapy or adverse event(s) reported due to pump issue. A pump return box was sent out to the pt for faulty pump return. No further info.reported to (B)(6) by: patient/caregiver.